Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in the set) during dwell 3 on the home choice (hc) machine. The technical services representative (tsr) explained the alarm and instructed the home patient (hp) to close all the clamps and cycle the power to clear the alarm. The tsr advised the hp to finish with manuals. The hp contacted product surveillance on (B)(6) 2011 regarding the system error 2240 alarm. The hp continued therapy using manual supplies and resumed therapy the following night on the cycler. The hp had not contacted her peritoneal dialysis nurse regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.